Event description:
These instruments are sold for lipo-suction procedures, yet they are not FDA approved for this use. It seems that MFR is busy selling lipo-suction supplies without approval. These instruments more than often break during surgery, yet MFR claims no responsibility and since they don't advertise using the word "lipo-suction", they can sell all the crappy lipo-suction instrumentation they want. Rptr did some research to discover the "intended use" of these lipo-suction instruments: first, rptr examined the instrument for labeling and noticed patent numbers on all instruments. Second, rptr completed a patent search to find out what these instruments are patented for. Low and behold, the instruments were patented for use in lipo-suction procedures. Third, rptr checked with the food and drug administrtion to find out more about which instruments are actually approved for lipo-suction. The answer was: "none are."